Manufacturer narrative:
Additional information was requested regarding the reason for explantation; however, was not made available as of the date of this report. Should more information become available, a supplementary report shall be submitted. This report is submitted february 19, 2018.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.